Manufacturer narrative:
Previously the manufacturer had reported the incident with insufficient device information. The manufacturer received additional device information and it has been updated in the current report in box d.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having respiratory tract irritation, dizziness and/or headache, asthma (new or worsening) and inflammatory response. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar device's sound abatement foam. The patient has alleged respiratory tract irritation, dizziness and/or headache, asthma (new or worsening) and inflammatory response. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil initiated during the investigation pil observed the sd card cover and control knob were missing. A large cut-like scratch was observed across the ui panel/top cover. Unknown damage was observed on the bottom enclosure. Dust-like contamination was observed on the top cover, right side panel, and bottom enclosure. Pil observed a potential dried liquid spot with a dust-like contamination on the blower housing in between the iso port and blower outlet bellow. Potential sound abatement foam was observed on the bottom of the blower housing. Pil confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.